Event description:
Reusable tibial tray impactor tip broke during impaction of the tibial component.

Manufacturer narrative:
Reusable tibial tray impactor tip broke during impaction of the tibial component. Review of inspection records for the affected lot indicate that the device was manufactured to specification.